Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7 h6 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5 g1.

Event description:
This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part # 393.103, synthes lot # 5119550 supplier lot # na release to warehouse date: november 29, 2005 manufactured by synthes brandywine no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the drive adaptor with qc for 5.0 mm schanz screws (part #: 393.103, lot #: 5119550) was returned and received at us customer quality (cq). Upon visual inspection, there were several scratches on the device and the lot number etch is illegible. It was also observed that the epoxy color coating at the device grooved region was peeled off. No other issues were identified with the returned device. Functional inspection: functional testing and replication of the event conditions could not be performed at cq since mating devices were not returned. Can the complaint be replicated with the returned device? Unable to perform dimensional inspection: the diameter of the driver shaft was measured: specified diameter: [4.5 mm, 4.46 mm] measured diameter: 4.47 mm (confirmed) device used: ca215p document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed 5.0 mm drive adapter with quick connect driver dimensional reference for quick coupling. Complaint confirmed? No investigation conclusion the complaint condition was not confirmed for the drive adaptor with qc for 5.0 mm schanz screws part #: 393.103, lot #: 5119550). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inspecting the instruments after going through the decontamination process, it was noticed that there were a few instruments that were damaged. Two (2) drive adaptor with qc for 5.0mm schanz screws that goes into the ao drill attachment are damaged and will not go into the chuck properly, reduction forceps with points narrow-ratchet tip of this bone forceps is bent, and helical blade inserter piece has been struck with a mallet several times and I afraid that it might break at some point. There was no patient involvement. Concomitant device reported: unknown impaction instrument: hammer/mallet: tr (part# unknown; lot# unknown; quantity: 1), unknown drill (part# unknown; lot# unknown; quantity: unknown). This complaint involves four (4) devices. This report is for (1) drive adaptor with qc for 5.0mm schanz screws. This report is 2 of 2 for (B)(4).